Manufacturer narrative:
A ge rep evaluated the system and repaired a broken power supply. System operates as intended.

Event description:
The customer reported the system displayed an internal failure message and stops working. No pt injury was reported.